Manufacturer narrative:
D4. Expiration date ¿ added, d4. Gtin- added, h4. Manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿a 62 yrs female with past medical history of hypertension. The target aneurysm on left posterior communicating artery (5x3x5mm, neck 3.4mm) was treated on (B)(6) 2026. Post-procedure, the subject had neurological deficits, MRI showed cerebral infarction, which was considered as probably related to the subject device. The patient was stable and discharged on (B)(6) 2026¿. It was reported that ¿there was an adverse consequence reported 'cerebral infarction' and 'aphasia'. Post-procedure, the subject had neurological deficits, MRI showed cerebral infarction, which was considered as probably related to stent (subject device). The patient was stable and discharged on (B)(6) 2026. Received additional information 5-feb-2026, regarding aphasia. Additional information provided by the customer indicated the patient's current condition is unknown. The physician believes the cause of the reported cerebral infarction and aphasia was due to embolus detachment. There was no difficulty implanting the subject stent at the time of the procedure. Full expansion of stent cell with apposition to vessel wall was achieved after implantation and confirmed under fluoroscopy. The size of the stent was appropriate for treatment site. The subject device performed as intended. Continuous flush was maintained. The anatomy was reported to be of normal tortuosity. No anomalies were noted prior to use of the device. The device was prepared as per dfu. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
I was reported that the target aneurysm on left posterior communicating artery (5x3x5mm, neck 3.4mm) was treated on (B)(6) 2026 as the subject stent was successfully implanted and completely covered aneurysm neck. Postoperatively, the patient developed weakness. An MRI (magnetic resonance imaging) on (B)(6) 2026 showed multiple subacute infarctions involving the left frontal, temporal, parietal, occipital lobes, and thalamus. Neurological assessment indicated as a major ischemic stroke. The patient was treated with medication as the patient was stable and discharged on (B)(6) 2026. The patient later developed aphasia (non-serious) started (B)(6) 2026, event ongoing.

Manufacturer narrative:
B5 executive summary: updated - additional information received on 8-april-2026 that postoperatively, the patient had limb weakness. MRI on (B)(6) 2026 showed multiple subacute infarcts and lacunar lesions in multiple brain regions. F10 / h6 clinical signs code grid: added 'muscle weakness'. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿a 62 yrs female with past medical history of hypertension. The target aneurysm on left posterior communicating artery (5x3x5mm, neck 3.4mm) was treated on (B)(6) 2026 at guangdong second provincial general hospital. Post-procedure, the patient had neurological deficits, MRI showed cerebral infarction, which was considered as probably related to subject stent device. The patient was stable and discharged on (B)(6) 2026¿. There was an adverse consequence reported the adverse events ¿cerebral infarction and aphasia¿. Post-procedure, the subject had neurological deficits, MRI showed cerebral infarction, which was considered as probably related to subject stent device. The patient was stable and discharged on (B)(6) 2026. Received additional information 5-feb-2026, regarding aphasia. The site has confirmed that the adverse events 'cerebral infarction and aphasia' are not related to the non-investigational stryker devices. Based on additional information from MRI report on (B)(6) 2026, it was reported that the patient had limb weakness and lacunar lesions in multiple brain regions was observed. Based on the information provided in the complaint, there was no surgical delay and no medical intervention reported. Received additional information from safety stated that the adverse events 'cerebral infarction pontine lacunar infarction' (both reported as strokes) have now been combined as one event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
I was reported that the target aneurysm on left posterior communicating artery (5x3x5mm, neck 3.4mm) was treated on (B)(6) 2026 as the subject stent was successfully implanted and completely covered aneurysm neck. Postoperatively, the patient developed weakness. An MRI (magnetic resonance imaging) on (B)(6) 2026 showed multiple subacute infarctions involving the left frontal, temporal, parietal, occipital lobes, and thalamus. Neurological assessment indicated as a major ischemic stroke. The patient was treated with medication as the patient was stable and discharged on (B)(6) 2026. The patient later developed aphasia (non-serious) started (B)(6) 2026, event ongoing. Update: additional information received on 26-mar-2026 that postoperative MRI follow-up of the patient revealed multiple lacunar lesions in the right pons and bilateral centrum semiovale. Second update: additional information received on 8-april-2026 that postoperatively, the patient had limb weakness. MRI on (B)(6) 2026 showed multiple subacute infarcts and lacunar lesions in multiple brain regions.

Manufacturer narrative:
B5 executive summary: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿a 62 yrs female with past medical history of hypertension. The target aneurysm on left posterior communicating artery (5x3x5mm, neck 3.4mm) was treated on (B)(6) 2026. Post-procedure, the subject had neurological deficits, MRI showed cerebral infarction, which was considered as probably related to the subject device. The patient was stable and discharged on (B)(6) 2026¿. It was reported that ¿there was an adverse consequence reported 'cerebral infarction' and 'aphasia'. Post-procedure, the subject had neurological deficits, MRI showed cerebral infarction, which was considered as probably related to stent (subject device). The patient was stable and discharged on (B)(6) 2026. Received additional information (B)(6) 2026, regarding aphasia. Additional information provided by the customer indicated the patient's current condition is unknown. The physician believes the cause of the reported cerebral infarction and aphasia was due to embolus detachment. There was no difficulty implanting the subject stent at the time of the procedure. Full expansion of stent cell with apposition to vessel wall was achieved after implantation and confirmed under fluoroscopy. The size of the stent was appropriate for treatment site. The subject device performed as intended. Continuous flush was maintained. The anatomy was reported to be of normal tortuosity. No anomalies were noted prior to use of the device. The device was prepared as per dfu. Additional information received on 26-mar-2026 that postoperative MRI follow-up of the patient revealed multiple lacunar lesions in the right pons and bilateral centrum semiovale. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
I was reported that the target aneurysm on left posterior communicating artery (5x3x5mm, neck 3.4mm) was treated on (B)(6) 2026 as the subject stent was successfully implanted and completely covered aneurysm neck. Postoperatively, the patient developed weakness. An MRI (magnetic resonance imaging) on (B)(6) 2026 showed multiple subacute infarctions involving the left frontal, temporal, parietal, occipital lobes, and thalamus. Neurological assessment indicated as a major ischemic stroke. The patient was treated with medication as the patient was stable and discharged on (B)(6) 2026. The patient later developed aphasia (non-serious) started (B)(6) 2026, event ongoing. Update: additional information received on 26-mar-2026 that postoperative MRI follow-up of the patient revealed multiple lacunar lesions in the right pons and bilateral centrum semiovale.

Event description:
I was reported that the target aneurysm on left posterior communicating artery (5x3x5mm, neck 3.4mm) was treated on (B)(6) 2026 as the subject stent was successfully implanted and completely covered aneurysm neck. Postoperatively, the patient developed weakness. An MRI (magnetic resonance imaging) on (B)(6) 2026 showed multiple subacute infarctions involving the left frontal, temporal, parietal, occipital lobes, and thalamus. Neurological assessment indicated as a major ischemic stroke. The patient was treated with medication as the patient was stable and discharged on (B)(6) 2026. The patient later developed aphasia (non-serious) started on (B)(6) 2026, event ongoing.